Manufacturer narrative:
The initial emdr inadvertently did not include method code 3331 to document the device history record review.

Event description:
An updated device discrepancy form was provided and stated that a gross discontinuity was identified during an x-ray review. The patient's therapy was also reportedly interrupted after the high impedance was identified. No additional relevant information has been received to date and no known surgical intervention has occurred.

Event description:
An updated device discrepancy form was provided indicating that an obvious lead break had not bee identified through x-rays as was previously reported.

Event description:
It was reported that high impedance was observed on vns patient's system. It was reported that the patient did not feel the stimulation since the physician increased the output current and experienced an increase in seizures. It was reported that the increase in seizures was approximatively at pre-vns level. It was reported that no patient's trauma or any manipulation occurred that could cause that event. X-rays were taken and sent to the manufacturer for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appears fully inserted into the generator connector block. The lead wires at the connector pin appeared to be intact. A strain relief bend is present and two tie-downs are visible, placed to secure the bend. Part of the lead appeared to be behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through 01/19/2015. It was reported that the device was turned off on (B)(6) 2015. It was reported that lead revision is planned. No known surgical interventions have been performed to date.